Event description:
Healthcare professional reported "rupture", "intracapsular diffusion of silicone", "color modification", "hard" and "capsular contracture baker grade ii". Device has been explanted. This relates to the right device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture", "intracapsular diffusion of silicone", "color modification", "hard" and "capsular contracture baker grade ii". Device has been explanted.